Event description:
Caller alleges discrepant inratio2 results. Results as follows: date: (B)(6) 2013, inratio: 3.0, doctor's poc: 1.9. Tests were done one after the other. Therapeutic range: 2.0-2.5. Patient self tester's coumadin dose was decreased immediately preceding hospitalization on (B)(6) 2013. Patient was hospitalized between (B)(6) 2013 for tia; clot. Caller could not provide specific information regarding if the same finger stick was used on both meters but did call back to note that the doctor's meter was also on inratio meter and the same strip lot was used in both instances.

Manufacturer narrative:
Investigation pending.